Event description:
My complications: pain and pressure around upper pubic bone right above mons and virginally feeling of constant burning sensation with spasms that feel hot/sharp. This had been intermittent until last friday and now it is constant. Pressure can't explain, just feeling of heavy pressure with cramps that feel like a constant uti and period cramps all the same time even down into my thighs. Constant bloating (unrelated to eating recently mush worse). Recurrent infections uti's (had year supply of macrodantin that I basically lived on). Have been so sick at work that I could hardly lift my head up. A nurse (friend) gave rocephin injections ordered from onsite pharmacy at work so I could continue to work. Painful sex (boyfriend and I broke up due to recurrent uti's and sexual dysfunction). Always tired. Feel the need to lay down all the time. Basically live in bed when not at work. Achy joints (hips knees shoulders elbows). Constant fatigue and inability to concentrate. Always cold/hands and feet worse. Chronic rash/acne on face-unable to go away completely. Irritable and anxious (worse than normal), chronic dark spots on face. Medications: infections: macrodantin every month, rocephin cipro z-pack. Pain: motrin 800mg 3 times every day, tylenol, tylenol 3 tramadol, vistaril, norco 5/325. Bladder spasms/muscle spasms: phenazopyridine, flexeril. Migraine headaches: (medicine topamax, fioricet, 5 add'l trial medications (list from dr (B)(6)), relpax, botox injections. Topical rashes (medication) tretinoin. Nuquin, muprocin, elidel, protopic, fluocinonide, every possible otc rash medication. Vaginal: premarin cream fatigue/sexual dysfunction: wellbutrin (prescribed for sexual dysfunction), vyvanse (chronic fatigue syndrome and adhd inability to concentrate). Mesh removed (B)(6) 2015 dr (B)(6) allergic reaction to adhesive tape. Two week postop having vaginal and perineum pain and numb tingling feelings down both thighs and inside (hard to explain).